Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Amendment: the report was amended for the following reason: during an internal review it was noticed that the country of case should have been captured as canada. Furthermore, the suspect drug essure was also recoded to capture the correct country. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus or fallopian tubes or other organs / migration of the essure device to the abdominal or pelvic cavity') in a 37-year-old female patient who had essure (ess205) (batch no. 509797) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions "), autoimmune disorder ("autoimmune reactions"), headache ("headaches "), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: patient has suffered and continues to suffer from chronic symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: legal claim received. Information added: essure lot number, removal date updated, events (chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes, perforation of the uterus or other organs, allergic and autoimmune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression). The event "medical device removal" was deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus or fallopian tubes or other organs / migration of the essure device to the abdominal or pelvic cavity') in a 37-year-old female patient who had essure (ess205) (batch no. 509797) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions "), autoimmune disorder ("autoimmune reactions"), headache ("headaches "), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: patient has suffered and continues to suffer from chronic symptoms. Lot number: 509797 manufacturing date:2006-03 expiration date: 2008-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or fallopian tubes or other organs / migration of the essure device to the abdominal or pelvic cavity") in a 37 year-old female patient who had essure (ess205) inserted (lot no. 509797) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of nausea. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as uterine fibroids, drug allergy, endometriosis, back pain, hot flashes, lower abdominal pain and pelvic pain female. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2016. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions "), autoimmune disorder ("autoimmune reactions"), headache ("headaches "), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. The reporter commented: patient has suffered and continues to suffer from chronic symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: bilateral fallopian tubes. Clinical information pelvic pain previous (illegible/ coil insertion.) Patient wants specimen with coils - will call in 2 weeks to arrange pickup. Diagnosis: fallopian tubes, bilateral salpingectomy: benign fallopian tubes (x2 with benign paratubal cysts). Bilateral intratubal metal coils (x2 consistent with birth control implants. Negative for malignancy. Gross description: protruding from the proximal resection margin is a metal coiled wire. This wire protrudes from the proximal resection margin to a length of 0.9 cm. Protruding out from one end is a metal coiled wire which extends 1.5 cm. Grossly, the metal coil wire is not associated with this portion of fallopian tube. Sectioning the distal 2.5 cm of the first fallopian tube measured does not reveal the metal wire within the lumen. Grossly, the lumen appears unremarkable. Sectioning approximately 2 cm of the second portion of fallopian tube measured does not reveal the metal wire within the lumen. Grossly, the lumen appears unremarkable. Sectioning the third portion of fallopian tubes identified that contains the fimbriated end, does not reveal metal wire, within the lumen [ultrasound scan] on (B)(6) 2015: findings: the right essure seen at the cornual edge and extending into the right tube. The left essure coil is seen partially within the endometrium by approximately 1.6 cm. Impression: 1. The right essure seems to be in place, 2. The left essure is partially within the endometrial cavity. Lot number: 509797 manufacturing date:2006-03 expiration date: 2008-02. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Surgical pathology report added. Lab data, medical history, patient & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or fallopian tubes or other organs / migration of the essure device to the abdominal or pelvic cavity") in a 37 year-old female patient who had essure (ess205) inserted (lot no. 509797) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of nausea. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as uterine fibroids, drug allergy, endometriosis, back pain, hot flashes, lower abdominal pain and pelvic pain female. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2016. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions "), autoimmune disorder ("autoimmune reactions"), headache ("headaches "), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. The reporter commented: patient has suffered and continues to suffer from chronic symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: bilateral fallopian tubes. Clinical information pelvic pain previous (illegible/ coil insertion.) Patient wants specimen with coils - will call in 2 weeks to arrange pickup. Diagnosis: fallopian tubes, bilateral salpingectomy: benign fallopian tubes (x2 with benign paratubal cysts). Bilateral intratubal metal coils (x2 consistent with birth control implants. Negative for malignancy. Gross description: protruding from the proximal resection margin is a metal coiled wire. This wire protrudes from the proximal resection margin to a length of 0.9 cm. Protruding out from one end is a metal coiled wire which extends 1.5 cm. Grossly, the metal coil wire is not associated with this portion of fallopian tube. Sectioning the distal 2.5 cm of the first fallopian tube measured does not reveal the metal wire within the lumen. Grossly, the lumen appears unremarkable. Sectioning approximately 2 cm of the second portion of fallopian tube measured does not reveal the metal wire within the lumen. Grossly, the lumen appears unremarkable. Sectioning the third portion of fallopian tubes identified that contains the fimbriated end, does not reveal metal wire, within the lumen [ultrasound scan] on (B)(6) 2015: findings: the right essure seen at the cornual edge and extending into the right tube. The left essure coil is seen partially within the endometrium by approximately 1.6 cm. Impression: 1. The right essure seems to be in place, 2. The left essure is partially within the endometrial cavity. Lot number: 509797 manufacture date:2006-10 expiration date: 2009-10. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-feb-2024: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.